Event description:
Related manufacture reference number: 2017865-2024-00416. It was reported that the patient's atrial lead and right ventricular lead were dislodged due to twiddler's syndrome. The patient was inappropriately shocked due to the dislodgement. Both lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition.